Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 6mm fenestrated bipolar forceps instrument tip was falling off.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This return material authorization (RMA) was reopened after a review of the attached images found that the single port fenestrated bipolar forceps instrument had a broken molded insulator. The failure analysis (fa) code for the finding has been added to the RMA. From the images, it appears the molded insulator potentially broke which resulted in the grip tip becoming dislodged. The molded insulator secures the grip tip to the grip base, and if it breaks the grip tip can come loose.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was missing one of the molded insulators. The missing molded insulator piece including the grip tip, approximately 0.186" x 0.676" in size. The instrument was missing one of the grip tips. The missing grip tip piece including the molded insulator, is approximately 0.186" x 0.676" in size. The instrument was found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire show damage which may indicate potential mishandling/misuse. Missing molded insulator and grip tip are the affected adjacent components. The instrument was found to have a broken main tube approximately 4.04" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h10/h11 for follow-up information.